Event description:
It was reported that the patient programmer had shown error code 505, indicating an invalid setting. The error message appeared after the patient had been using the device for a while. The patient had gone to their health care provider (hcp) for a reprogramming after it had been wiped clear of programming. After the patient returned home, the error code 505 appeared again. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown. Product type: programmer, patient. (B)(4).